Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with two mentor memorygel breast implant prostheses (left size:275cc, right size:325cc) and suffered several unexplained systemic symptoms, including anxiety and heart palpitations. The patient had a consultation with a healthcare professional. No device issue was reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent bilateral removal without replacement on unspecified date. The event date was estimated as (B)(6) 2016 based on additional information. This report is for the right-sided prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with two mentor memorygel breast implant prostheses (left size:275cc, right size:325cc) and suffered several unexplained systemic symptoms, including anxiety and heart palpitations. The patient had a consultation with a healthcare professional. No device issue was reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent bilateral removal without replacement on unspecified date. The event date was estimated as (B)(6) 2016 based on additional information. This report is for the right-sided prosthesis.

Manufacturer narrative:
On 18-feb-2022, mentor received additional information regarding the explantation date, the event date, and the patient¿s symptoms. The explantation date was on (B)(6) 2022. Initially, the event date was estimated as on (B)(6) 2016 based on available information. However, additional information revealed that the actual event date was sometime on (B)(6) 2016. The patient started to feel the symptoms sometime on (B)(6) 2016. The patient reported additional symptoms which are gluten intolerance, fatigue, brain fog, memory loss, skin itching, poor sleep/insomnia, low libido, slow recovery after exercising, headaches, uti, yeast infections, ear ringing, unspecified food intolerance, dehydrations, unspecified potential kidney problems, panic attacks, and depression. Manufacturer's reference number: (B)(4).